Event description:
Customer reported that the device would intermittently fail to power on battery source. When the power button was hit, the power light would come on and the device would shut off. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control repair representative did not verify the reported intermittent no battery power issue during testing. Physio replaced the power supply assembly due to the nature of the issue (intermittent failure) and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed power supply assembly was further analyzed at the failure analysis center and the reported issue verified hence the test mock-up device would not operate on battery power. The root cause of the malfunction was determined to be an electrically leaky filter, designator fl4, due to solder flux residue on the power pcb.